Event description:
It was reported that a patient presented in-clinic. Upon examination, the patient's implantable cardioverter defibrillator was found to be in back-up vvi mode due to magnetic resonance imaging (MRI). The back-up mode was due to the device not being in MRI mode prior to imaging. Back-up defibrillation therapy was not available during the back-up. Corrective programming changes were made to restore the device. No patient consequences were reported.